Event description:
It was reported that pump experienced malfunction with code malf 9, and no notable events occurred before problem began. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction happened again.